Event description:
Caller reported that the emt's were called for low bgs. Troubleshooting for low bgs per dop, passed. Customer's bg is 29 mg/dl. Low bgs were treated with orange jucie and IV. Customer stated that she will contact her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.